Event description:
It was reported that upon interrogation of the device, loss of capture and no r-wave sensing was observed on the lead. Upon fluoroscopic view, the lead was withdrawn from the right ventricle. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.